Manufacturer narrative:
Awaiting product return to conduct quality investigation.

Event description:
Customer reported that needle broke off in stomach while injecting. Went to ER where he was advised to see a surgeon. Surgery performed, removed needle; received two (2) stitches.